Event description:
During a procedure to drain a pleural effusion, the pt developed a significant pneumothorax during a very clean stick. The male pt was admitted after the procedure; chest tube was inserted. The pt is now fine.